Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior and interior of the catheter. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing was performed and one leak was detected on the membrane approximately 2cm from the rear seal measuring 0.038cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The evaluation confirmed the reported problem. An abrasion leak is a known inherent risk and common failure mode caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iabp reported blood in the system; device stopped. The iabp catheter was exchanged and continued to be used. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iabp reported blood in the system; device stopped. The iabp catheter was exchanged and continued to be used. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Changed: complaint # (B)(4). Record # (B)(4). To complaint # (B)(4)., record # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iabp reported blood in the system; device stopped. The iabp catheter was exchanged and continued to be used. There was no reported injury to the patient.